Event description:
Caller states the following coaguchek s results were obtained on the same patient during duplicate testing: 3.9 inr, 2.6 inr, 2.3 inr, 3.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.